Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet, the patient administered a manual subcutaneous insulin injection for dinner without announcing the meal and was advised to disconnect or pause ilet insulin delivery to avoid insulin stacking; insulin was paused for about an hour and later resumed with blood glucose noted at 202 mg/dl and stable trend, and education and troubleshooting were provided. Symptoms included feeling a little lightheaded. Outcomes included no need for professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of user-reported history, device use conditions, and patient education. Investigation of this case revealed user-related operation inconsistent with training, specifically manual injection while connected without meal announcement, which can lead to transient hyperglycemia management challenges; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.